Event description:
The customer reported an uncontained cleaner fluid leak of approximately a few drops from the tip of the secondary probe of the coulter hmx hematology analyzer with autoloader. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak was observed. A beckman coulter (bec) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse discovered misalignment between the rinse block and the needle which attributed to the leak. The fse adjusted the rinse block to resolve the leak. (B)(4).